Event description:
This report addresses the connection issue. The customer contacted baxter's technical service center for troubleshooting an alarm while on the home choice (hc) device during use during fill 1. The home patient (hp) stated that the heater bag got disconnected, so the hp reconnected, see report 1423500-2012-13497, and restarted therapy. The baxter technical representative (tsr) had the hp stop therapy and explained that the setup was compromised. The tsr assisted to end therapy. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the home patient (hp) regarding the disconnection issues. The hp stated he was not sure what might have caused the disconnection. The hp stated that he might have not attached them properly and the tubing in the cassette must have moved causing disconnection. The hp stated all the current supplies (cassette and bag) he had are working fine.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is confirmed for a report of a connection issue during the fill stage, where the home patient stated that the heater bag got disconnected and stated that he might have not attached them properly and the tubing in the cassette must have moved causing a disconnect, which is a use error that can lead to contamination and/or air to be delivered to the peritoneal cavity. A labeling review found the labeling to be adequate for the use/user error identified in this incident.